Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a healthcare professional. Review of the x-rays state that the available left knee radiographs show a left total knee arthroplasty. Arthroplasty component alignment and position are grossly standard. The x-rays showed radiolucent areas beneath the tibial tray, which may suggest loosening of the tibial component. Additional nonspecific radiolucency was seen at the femoral component bone-metal interface, and radiolucency at the inferior pole of the patella with possible cortical disruption may indicate osteolysis. The polyethylene bearing could not be assessed from these x-rays. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown unknown - unknown tibial component - unknown customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left tka on an unknown date. Subsequently, the poly was revised due to instability. A thicker insert was placed. Attempts have been made and all available information has been provided.